Event description:
It was reported that the rva lead was capped due to externalized conductors confirmed via fluoroscopy. The lead was capped and replaced. The patient was stable and will be followed normally.

Manufacturer narrative:
(B)(4)